Event description:
Attorney's report of patient's alleged pain, infection, abscess, seroma, non healing wound and mesh explant due to defective mesh: 2004 - the patient underwent an umbilical hernia repair procedure with implant of a composix mesh patch. Two weeks after the implant surgery the patient was presented to the ER with an abdominal infection. The patient was hospitalized for four days for treatment of his wound infection. The patient was discharged and referred to a wound specialist doctor. After several months the wound site did not heal. In 2005 - the patient underwent surgery for explant of the mesh patch with excision of an abdominal wall abscess, treatment of cellulitis and repair of the re-current hernia with a different type of mesh. At about three days later - the patient was discharged from the hospital. During the two months following the patient experienced pain and the wound did not heal. At an approximately of 78 days later, the patient underwent surgery during which it was discovered that he had developed a seroma which had became infected. A wide debridement of the abdominal wound was performed. All the infected tissue at the site of the abdominal wound was excised. A wound-vac was placed. In the next day - the patient was discharged from the hospital with instructions to wear the wound-vac for three months. The wound still has a slight opening which drains periodically.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.